Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 250-316 mg/dl). Pump supplies were changed. Customer administered a bolus via syringe to address bg. Customer alleged elevated bg was due to either the cartridge or possible air bubbles in the tubing. Reportedly, customer used fiasp insulin in the cartridge. Tandem technical support advised customer that fiasp was not labeled for use with the pump.